Manufacturer narrative:
Event date is on an unreported date at the end of 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with gentamicin and other unspecified anti-inflammatory drugs (doses, routes, frequencies and durations were not reported) for the event. Pd therapy was withdrawn at the later stage of the treatment. At the time of this report, the patient has recovered from the event. No additional information could be provided because the reporter declined follow up.